Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not powering on and generated a 1001 "12 v supply failed" error code each time it powered on. It was reported that there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse). The rse verified that there was no power out of the power supply, and the customer stated that there was no battery power to the power management (pm) printed circuit board assembly (pcba). The customer also stated that the battery was replaced several months ago and had not been charged since. The rse then discovered that there was only 10 vac to the power supply from the ac filter and found that there was 47 vac from the power cord. The customer therefore replaced the power cord, and the amber light emitting diode (led) illuminated in the power switch. The customer confirmed that the device powered on as expected and switched between alternating current (ac) and battery power. The customer also informed the rse that the battery power was showing 14.8 vdc via the vent information screen. The rse verified that when the device was powered off and the ac was connected, the battery charging led flashed to indicate it was charging. The rse then advised the customer to fully charge the battery and make sure that the device successfully passes the required testing before placing the it back into service. Additionally, the rse informed the customer that the device may have a faulty pm pcba. The rse organized onsite implementation to facilitate getting the pm pcba replaced. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 01/31/2023, 02/08/2023 and 02/15/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00022. All information from the original report(s) has been transferred to this report.